Event description:
Report received of blood backing up into the IV tubing. The customer contact stated that the nurse primed the IV tubing set with an unspecified solution and programmed the IV pump to deliver at an unspecified rate. At an unspecified time after the IV pump had been started, the nurse noted that blood had backed up into the drip chamber of the IV set. The tubing set was changed for a new set and the infusion was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.